Manufacturer narrative:
An event of difficulty breathing, edema and that the valve was "not functioning properly" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted in the aortic position. In early 2017, the patient reported breathing problems. In (B)(6) 2017, the patient was diagnosed with severe edema and was hospitalized. In (B)(6) 2017, the patient breathing problems worsen and an echocardiogram reported the valve was not functioning properly, which continued to worsen through december. On (B)(6) 2018, the patient was admitted to the ER and was hospitalized through (B)(6) 2018, surgery was scheduled on (B)(6) 2018. At procedure, the patient underwent a tavr and a non-sjm valve was implanted in the failed trifecta valve. On (B)(6) 2018, the patient is reported to be stable.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted in the aortic position. In early 2017, the patient reported breathing problems. In (B)(6) 2017, the patient was diagnosed with severe edema and was hospitalized. In (B)(6) 2017, the patient¿s breathing problems worsen and an echocardiogram reported the valve was not functioning properly, which continued to worsen through (B)(6). On (B)(6) 2018, the patient was admitted to the ER. Echocardiogram showed incomplete coaptation. On (B)(6) 2018, echocardiogram showed high gradient and mild to moderate regurgitation. The patient was hospitalized through (B)(6) 2018 and discharged to return for surgery on (B)(6) 2018. At procedure, the patient underwent a tavr and a 23mm edwards sapien 3 valve was implanted in the failed trifecta valve. On (B)(6) 2018, the patient was discharged in stable condition. A follow-up on (B)(6) 2018, the reported the patient to be stable. Patient weight is not available for this event.